Manufacturer narrative:
A product investigation was performed. This complaint was not able to be confirmed as the plate was not returned and no damage to the returned guide's distal threads was observed under 5x magnification at customer quality (cq). The complaint condition was not able to be replicated at cq as the plate was not returned and no damage to the returned guide's threads were observed under 5x magnification. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No damage to the returned guide's distal threads were observed under 5x magnification. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Complaint was unable to be confirmed at cq, therefore a root cause cannot be determined. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case. There was no known reported patient involvement associated with the complained event. Event date: unknown when device malfunctioned. Implant and explant dates: device is an instrument and is not implanted/explanted. Therapy date is unknown. A device history record (DHR) review was performed for part # 312.648, lot # 8831242: manufacturing location: (B)(4), manufacturing date: 20.mar.2014: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a threaded drill guide was not properly engaging with locking holes of the plate. Initial threads of the locking drill guide were damaged. The device could not click into place. Reportedly there is no patient and case involvement. Concomitant device reported: plate (part #-unknown, lot #-unknown, quantity 1). This report is for one (1) 2.8mm threaded drill guide. This is report 1 of 1 for complaint (B)(4).